Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, the cap of two (2) tubes becomes loose after re-capping, but then after a while becomes tight. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 25-apr-2025 investigation summary bd received four photos and 33 samples for investigation. None of the photos depicted stopper creepout or tacky stoppers. Out of the 33 returned samples, 29 were selected for functional tests, resulting in one sample showing stopper creepout/stopper pop off. Additionally, 29 retained samples underwent similar functional tests, with none showing stopper creepout/stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function based on customer sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, the cap of two (2) tubes becomes loose after re-capping, but then after a while becomes tight. No adverse impact was reported regarding the patient or user.